Event description:
Customer reported that a pt presented with a surgical site infection one week following an inguinal hernia repair. Pt was then treated with IV deptomucin for 14 days and po cipro for 4 weeks. The pt was discharged.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Infection occurred - conclusion code: a review of the batch mfg records was conducted. Ethicon cannot assure the sterility of this lot because of equipment failure during sterilization. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.